Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, when deploying the t2 implant of the fast-fix, it only deployed half of it and the other half broke off. Whole suture and anchors were pulled from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported fast-fix 360 curved needle delivery systems, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, when deploying t2 only deployed half of it deployed, the other half broke off. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device could not confirm the reported complaint as no suture of ts were returned. Examination of the inserter showed the needle is bent. The depth limiter is heavily damaged at it distal end. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.